Event description:
It was reported that during the implant of a right ventricular leadless pacemaker (rvlp) that there was helix attachment failure during initial positioning. Upon inspection the helix of the rvlp was found to be crushed. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.

Manufacturer narrative:
The reported event of positioning failure could not be confirmed. The reported event of helix damage was confirmed. Visual inspection showed that the helix length was within specification, but it was bent/damaged consistent with the reported event at procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.